Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to a scheduled procedure, device interrogation revealed a prior notice of high right ventricular lead threshold. The lead was tested through a merlin psa and high threshold was again noted. The proximal portion of the lead was capped and replaced. The patient was discharged from the hospital the next day without adverse complications.